Event description:
During a bladder operation the needle broke at the swage area. The surgeon thought the needle fragment dropped on the floor but it could not be found. An x-ray was taken and the fragment could be seen in the pt's body. A re-operation was performed and the fragment was removed.